Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records. Device history record (DHR) was reviewed and no discrepancies were found. The root cause for the reported issues are related to the procedure and are not abnormal to the procedure. No failure detected with the device. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during the reimplantation of devices, the patient suffered approximately 1000 ml of blood loss, and received a transfusion 5 days later for postoperative blood loss anemia. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Concomitant medical products: oss femoral, catalog #: 150357, lot #: 236000; oss axle, catalog #: 150480, lot #: 786840; oss tibial bearing, catalog #: 150410, lot #: 875680; oss poly tibial bushing, catalog #: 150476, lot #: 689570; oss reinforced yoke, catalog #: 150493, lot #: 063820; oss porous im stem, catalog #: 150403, lot #: 596730; oss proximal tibia, catalog #: 150805, lot #: 161380; oss poly lock pin, catalog #: 150478, lot #: 855320. Customer has indicated product will not be returned to zimmer biomet for investigation as the product remains implanted. The investigation is in process. Once the investigation is completed, a follow-up MDR will be reported. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-00291, 0001825034-2019-00292, 0001825034-2019-00293, 0001825034-2019-00294, 0001825034-2019-00295, 0001825034-2019-00296, 0001825034-2019-00297, 0001825034-2019-00298, 0001825034-2019-00299. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device remains implanted in patient.

Event description:
It was reported patient experienced a cardiac event in the immediate postoperative period that required additional monitoring. Patient was given IV fluids and her regular blood pressure medicine was withheld. The patient recovered without further intervention.